Event description:
Customer received results of approximately 300 mg/dl and 150 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.